Event description:
"Probe was inserted the (B)(6) 2012, and the monitoring stopped on the (B)(6) without any reason. The customer used another monitor and cable without success (no monitoring). The first monitor used displayed the following: "fix integra logo" when switched on. The probe was taken off on the (B)(6) 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.